Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow up indicated that the device appears to have been explanted due to early elective replacement indicator (eri) and premature battery depletion is suspected. It was later reported that the device was implanted for less than five years. No patient complications were reported as a result of this event.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow up indicated that the device appears to have been explanted due to early elective replacement indicator (eri) and premature battery depletion is suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.